Event description:
Two endeavor sprint stents were implanted (MFR report # 2953200-2008-01007) in the mid lad. An ischemic stroke is reported to have occurred four mos post initial stent implant. Pt was reported to by asymptomatic at 30 day and 6 month follow up. Investigator has reported that it is not assessable whether event was related to the study stent.

Manufacturer narrative:
Evaluation: results: (stroke).